Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that the patient had an allergic reaction and went to the emergency room. Symptoms were blisters, rashes with whelps and itchiness near the implant site. The physician believed that the allergic reaction was due to the adhesive tape. The patient was prescribed pain medications and benadryl. The patient underwent an early lead pull.